Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling "vibrations" and a "warning" from the implantable pulse generator (ipg). The patient can also tell when the ipg is "on" and shortly after the ipg was implanted it felt like it was "shocking" them. The patient also reported that it was "hitting a nerve" and the doctor fixed it. The patient also mentioned they had "short episodes of" atrial fibrillation (af)". The ipg remain in use. No further patient complications have been reported as a result of this event.